Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and hematometra. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue,") and alopecia ("hair loss") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral). And novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the endometrial ablation, rash, skin disorder, vaginal infection, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menorrhagia, pelvic pain, rash, skin disorder and vaginal infection to be related to essure. The reporter commented: (B)(6) 2009 (per ppf-please note discrepancy) previously reported insertion date was (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Event endometrial ablation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the rash, skin disorder, vaginal infection, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash, skin disorder and vaginal infection to be related to essure. The reporter commented: (B)(6) 2009 (per ppf-please note discrepancy) previously reported insertion date was (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, rash/skin condition, vaginal infection, fatigue, hair loss. Laboratory data was added. Essure insertion and removal date were added. Outcome of the events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.